Event description:
Philips received a complaint on the intellispace cardiovascular (iscv) indicating that the iscv was only available in web-only mode. The device was in clinical use at the time of the event, and no adverse events or harm were reported in the complaint (B)(4). The complaint contained no allegation of serious injury or death. Based on the results of the analysis, the reported issue could not be reproduced on the server and was not further investigated as the customer did not response after multiple attempts to confirm the allegation and obtain additional information regarding the complaint. Given that the risk assessment determined that, under certain circumstances, the issue could potentially lead to delayed in clinical workflow and considering that the investigation remained inconclusive due to the lack of customer response, the event has been classified as reportable.